Event description:
The customer reported eleven (11) unconfirmed false negative results with the ID now covid-19 assay performed on multiple dates, using two different lot numbers (1063783 & 1064145). This MFR. Report addresses patient result seven (7) of eleven (11) and lot 1064145 (total of 8). The customer reported an unconfirmed false negative result with the ID now covid-19 assay performed on (B)(6) 2022 that generated a negative result. Repeat testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-03389 through 1221359-2022-03396 & 1221359-2022-03619 through 1221359-2022-03621.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1064145 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064145 and test base part number 190-430 / lot 1064145. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064145 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were not provided. However, a possible assignable root cause is patient sample interference.